Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog and 72 hours if novolog was used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (400-550 mg/dl) and insulin injections were administered to address the bg level. The customer changed out the cartridge. The customer did not know what was causing the high bg. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer stated that the bg level was 127 mg/dl when insulin injections were used to manage diabetes and while using the pump the bg level was high. On 02/17/2017, tandem customer technical support (cts) reviewed the pump data and found that the customer was not changing the cartridge every 2-3 days as per the pump labeling; no pump device issue was observed. Cts informed the customer of the pump data findings. The customer had disconnected from the pump for a week and after resuming pump therapy, another high bg (555 mg/dl) occurred on (B)(6) 2017 and an insulin injection was administered to address this bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.